Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user experienced low blood glucose (bg) levels on multiple occasions ranging from 50 mg/dl to 60 mg/dl. Reportedly, for one of the bg events, the user believes it was due to their menstrual cycle. For the other bg event, the user stated that it was due to taking too much insulin for the food that was consumed. The user addressed bg levels with carbohydrates.